Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Section h6 - ime/annex e and fdd/annex a codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-26, the valve was implanted and a post-implant balloon dilation was performed. The implanting physician attempted to withdraw the non-medtronic guidewire in the left ventricle into the balloon without exchanging to a pigtail catheter for guidewire withdrawal, despite advice from a proctor that this was not best practice. As a result, the balloon dislodged the valve into the ascending aorta. Due to the patient's anatomy, snaring was not possible. Subsequently, the patient required surgery to explant the valve and implant a non-medtronic device. Additional information was received indicating that a pre-implant balloon dilation was performed at the outset of the procedure. During deployment of the evolut fx+ valve, the starting point was bottom of pigtail. The implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 3 to 5 mm prior to dislodgement. It was confirmed that the post-implant dilation was performed for mild paravalvular leak.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-26, the valve was implanted and a post-implant balloon dilation was performed. The implanting physician attempted to withdraw the non-medtronic guidewire in the left ventricle into the balloon without exchanging to a pigtail catheter for guidewire withdrawal, despite advice from a proctor that this was not best practice. As a result, the balloon dislodged the valve into the ascending aorta. Due to the patient's anatomy, snaring was not possible. Subsequently, the patient required surgery to explant the valve and implant a non-medtronic device.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; non-implantable device. Product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; non-implantable device. Product ID: balloon valvuloplasty catheter (non-medtronic device); lot #: unknown. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.